Event description:
Report received from the USA stating that the device was "heating up" during the neuro/spine surgery. There was a delay only to open a new device to continue surgery. The severity of the heat was slight, but enough to have to have the doctor request a new motor to be opened. The device was used in surgery. No injuries or medical intervention were reported. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and was found to exceed the temp limits. It was found that the device would not lock in a cutter and it had been power braked. This is most likely due to misuse at the customer site. If additional info is received, a supplemental report will be sent.